Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing chest pain and was concerned the device is not functioning properly. It was noted that the right ventricular (rv) lead exhibited possible under-sensing on stored electrogram. The implantable pulse generator (ipg) and rv lead remain in use. No further patient complications have been reported as a result of this event.